Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500s (mg/dl) after changing pump supplies. Customer attempted to deliver correction boluses with the pump to treat bg levels. Reportedly, customer experienced diabetic ketoacidosis and was found by a bystander in an unconscious state. Customer was taken to the hospital where they experienced a bg level of 1200 (mg/dl) and remained in a coma for 4 days. Customer could not remember what treatment they received in the hospital. Reportedly, customer experienced unspecified kidney damage and became ill with pneumonia as a result of being in a coma. Customer was released from the hospital on (B)(6) 2016.